Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the device: a hole was found in the distal part of the balloon at approximately 1.5 cm from the tip. Apart from this hole, no other defects have been detected on the device. A guidewire 0.035" was easily advanced from the tip to the hub. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an admiral xtreme otw pta balloon catheter to post dilate a stent that was implanted in the sfa. The lesion exhibited moderate calcification; the stent was already placed with pre-dilatation. The admiral xtreme was inspected before use with no issues noted. Negative prep/purge was not performed on the device prior to use. No resistance was noted during delivery to the lesion. During use, it was reported that the admiral xtreme device would not deflate at the lesion site and the balloon ruptured in the stents in the sfa with inflation to 3 bar and it was then restrained. Post - dilatation with a pacific plus was then carried out. No patient injury or other clinical sequelae reported for this event. No additional vascular surgery necessary.